Event description:
The gastroscope wasn't blowing bubbles in the gastric case. This delayed surgery ten minutes or more while trying to get the scope working. Corrective maintenance (by clinical engineering) revealed a plugged air/water outlet. The pt was discharged with no complications. The pt had some mild abnormalities around the surgical site, mild inflammation but no other acute pathology. This was an olympus gastroscope gifxq-140.